Event description:
New information received indicated the patient presented to the hospital for a lead extraction since externalized conductors were previously observed proximal and distal to the svc coil. The lead was successfully explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead measuring 58.3cm was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 12.9-15.1cm and 30.2-33.6cm from the distal tip. Internal insulation abrasion was noted at 15.1-15.3cm and 29.5-30.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that during a flutter ablation procedure, externalized conductors were observed via fluoroscopy. The patient was asymptomatic. The lead will be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.